Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the display screen was found to be dim and discolored. The battery compartment as cracked below the grip pad. There was evidence of moisture on the underside of the battery cap. The pump casing was cracked in the corner of the display area. The contrast, up, and down keypad buttons were intermittently unresponsive. Contamination was found on the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the pump casing was cracked in multiple places, the keypad button contacts had contamination present, and there was evidence of moisture contamination on the battery cap. This report is made based on results of investigation completed on (B)(6) 2015.